Event description:
Home patient reports leak from cassette of homechoice set, noted when fluid was seen coming from machine door. Home patient discontinued treatment and performed a manual drain. Per home patient there was no injury or medical intervention.